Event description:
It was reported that the child involved was scheduled for an operation that required a central venous access. The insertion of the actual product took place in the operating theatre where the doctor successfully inserted the introducer needle into the child's central venous vein. When trying to thread the guide wire through the introducer needle into the vein, the guide wire unraveled at one end. As a result, both the needle and guide wire were removed together from the patient and a new set was opened and successfully used in a new insertion site. It is not known if this issue caused a delay, however, there was no harm or additional complications to the patient reported.

Manufacturer narrative:
(B)(4).